Event description:
It was reported that the bd relion pen needle clogged. The following information was provided by the initial reporter: "needle clog".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd relion pen needle clogged. The following information was provided by the initial reporter: "needle clog".